Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2010and was revised on (B)(6) 2017. It is further alleged that he suffered injures as a result of implantation and explantation of the devices at issue, device recall and excessive levels of cobalt and chromium in his blood. As per opt report: "we noticed several cavitary lesions around the acetabular component filled with a black metallic titanium debris. With removal of the head, we noted that the trunnion of the femoral stem had a duckbill appearance with some flattening with no fracture. It appeared that there was some toggle of the femoral head on the trunnion causing some destruction of the trunnion at the most distal aspect."

Manufacturer narrative:
Additional information: update to device information and executive summary. An event regarding disassociation and fretting involving a lfit v40 cocr head that was mated with accolade stem. The event was not confirmed. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. -clinician review:a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary operative report, clinical and past medical history, additional serial dated x-rays and examination of explanted components. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2010 and was revised on (B)(6) 2017. It is further alleged that he suffered injures as a result of implantation and explantation of the devices at issue, device recall and excessive levels of cobalt and chromium in his blood.